Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-jun-2024, it was reported that patient faced infusion set tubing kinking event. Blood glucose levels were 403 mg/dl within two hours of event. Patient took insulin shots to address high blood glucose event. No further information available.